Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient. Referenced article: transcatheter pacing system replacement for av synchrony. European society of cardiology. 2021. Doi:10.1093/europace/euab045. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this leadless implantable pulse generator (ipg). The article reports a patient who developed sustained complete atrioventricular block with pacemaker syndrome. The leadless ipg was explanted and replaced. The status/disposition of the device is unknown. No further patient complications have been reported as a result of this event.